Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated an erroneous troponin I (accutni) result on one patient sample. Customer reported that access accutni reagent, lot 118473, and access accutni calibrators ((B)(4)), lot 121451, were used in conjunction with the dxc 600i analyzer. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the result was corrected. Customer reported that there was no change in patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a bent aspirate probe with a new complete set and corrected pipettor alignment to the reaction vessel shuttle.